Event description:
This report addresses the issue of use error, reuse of supplies. The customer contacted baxter's technical service center to report an issue of an check heater line alarm on home choice (hc) device during use during fill 1. The home patient (hp) stated that he had changed the heater bag only and the hc was still alarming with check heater line alarm. The baxter technical representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr advised the hp that they cannot disconnect bag and add another bag to the same line. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a use error, reuse of supplies was confirmed. As per the complaint information the patient had partial swap of materials during therapy. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.